Event description:
On 02/04/2008, the pt's wife reported that the pt had been in the hosp since the previous month due to an infection, he has been fighting since 2007. She stated, that the infection has required several hospitalizations. She stated, that the pt fell and broke his leg and ankle "last yr" and the infection that followed has caused his blood glucose to be elevated to 500 mg/dl. His normal blood glucose level is 200 mg/dl. She stated, that he is on a combination of infusion device therapy and an IV drip at the hosp. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.